Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified ostium of superficial femoral artery. A truepath¿ was used together with a non bsc catheter to cross the lesion from the opposite side. During the procedure, it was noted that the alert mode sounds many times, so the physician pulled the catheter for several times. The lesion area was slowly crossed; however, in the middle of drilling mode, vascular perforation was noted and was confirmed during contrast imaging. A balloon was used to stop the bleeding and the procedure was completed after dilatation was performed. No further patient complications reported.